Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown issue was verified. Based on the analysis, the alleged high bg issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose (bg) level was "over 500" mg/dl with large ketones which resulted in the customer vomiting; cause of elevated bg was unknown. A manual injection was administered to address bg. Customer declined to further troubleshoot the issue with tandem technical support, therefore no additional information could be obtained.